Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the magellan safety needle. The customer reports in 04 an incident occurred when the lpn gave a shot in the thing with the magellan 22 x 1 safety needle attached to bd 1cc syringe, when they pulled the syringe away from the pt the needle stayed in the thing of the pt. The needle was removed by lpn. There was no injury to the pt or employee during this process".